Event description:
An axsym valproic acid result of 0.0 ug/ml was reported. The physician questioned the result immediately. The sample was repeated and was 129 ug/ml. No report of impact to patient treatment was given. The account would not provide any further information.